Event description:
Chief complaint: "I was getting frequent shocks from the device." She currently has a st. Jude dual-chamber ICD with a fracture of the right atrial lead and a right ventricular paced/sense/shock lead on advisory. She continues to require therapy from the device for management of her persistent vt. She is here for lead extraction and new ICD implant.